Event description:
Provider stated the customer informed her that the right side arm height adjustment knob does not stay tight. Inside the frame where this knob would attach the arm of the rollator in a certain height there is a clamp where the knob tightens down into. This is stripped.